Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer had hyperglycemia and treated with the manual injection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. Customer¿s blood glucose was 525 mg/dl at the time of incident. The customer treated high blood glucose with manual injection of 20 units and insulin drip. Customer experienced symptoms such as nausea. Customer declined further troubleshooting. Customer states no bolus was delivered. The insulin pump will not be returned for analysis.